Event description:
Bleeding profusely within minutes after completion. Md was still present on the unit & came back in. Where plastibell was removed & found to have broken & cut pt. Sutures were required & gomco circumcision was then performed by md. Pt recovered without further bleeding or complications.